Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor breaks inside the body. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. Customer stated that the they remove sensor from the body and customer recognized that the sensor did not had a needle. Customer reporting that the sensor or introducer needle fractured while in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts were observed during analysis.